Manufacturer narrative:
(B)(4). Batch # unk. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what is a microjo suture? Was a leak actually confirmed? If so, how was it identified and addressed? What was done in the reoperation? The product complaint is reported against the reload, tcr75. What device was used? It was reported that the device is being retained and not available for return. Are you referring to the device or reload? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How many days postoperative did the leak occur? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What is the current status of the patient? Response: all answers are unobtainable.

Event description:
It was reported that on (B)(6), the patient underwent resection and anastomosis of the bowel, and when the second row of staples was hit, the staple was malformed with irregular shape. The suture was performed to fix the anastomotic stoma by 3-0 microjo suture and serosa layer was used to reinforce the anastomosis. From the 3rd day after operation, the patient had recurrent high fever, accompanied by abdominal pain and diarrhea, and was given symptomatic treatment such as fasting, parenteral nutrition, strengthening anti-infection, keeping drainage unobstructed, etc. At present, anastomotic leakage was considered. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 03/30/2022. Additional information received: update the event date to be (B)(6) 2020 which is the malformed staples issue occurred.